Manufacturer narrative:
The complaint device is unavailable for failure analysis investigation as the serial number is unk. All device history records (DHR) are reviewed and a device is not released if it does not meet requirements or is nonconforming. These types of peritonitis are unlikely related to fmc products as it is likely related to a poor aseptic technique or touch contamination.

Event description:
During a review of medical records for an unrelated event a case of peritonitis was identified. Pt was admitted on (B)(6) 2014 with pseudomonas aeruginosa (B)(6) peritonitis and treated with ceftazidime and ciprofloxacin. The peritoneal dialysis registered nurse (pdrn) reported the peritonitis was related to a breach in aseptic techniques. The pt is no longer receiving peritoneal dialysis treatment and refused hemodialysis. The pt entered a hospice.